Manufacturer narrative:
(B)(4). The user facility did not allege that the device malfunctioned in any way. The following information concerning the evaluation of the device is a summary of the information documented by the carefusion technical support specialist in response to a phone conversation with the user facility rep. The user facility performed an investigation of the incident and determined that the root cause of the incident was "user error", thus no evaluation of the device was performed. The user facility reported that they have provided training on the proper procedures for filling/refilling the humidifier chamber. A review of the carefusion complaint system for the past 90 days did not find any like incidences, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was copied from the user facility. Medwatch report received by carefusion from the FDA on (B)(6) 2011.